Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6) 2021 . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported (liquid crystal display) lcd is bright white and blank. There was no patient involvement.

Manufacturer narrative:
G4:22apr2021. B4:26apr2021. The overlay was replaced to correct the lights not being illuminated. The display was also replace and the device was tested and returned to service. The display was also replace and the device was tested and returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.